Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the implanted date was (B)(6) 2011; not (B)(6) 2011 as previously reported. The explanted/reimplanted date was (B)(6) 2011; not (B)(6) 2011 as previously reported. (B)(4).

Event description:
Per the clinic, the patient experienced intermittencies, and some facial nerve stimulation with device use. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.